Event description:
Upon follow up about the event it was reported that the right atrial (ra) lead exhibited oversensing which resulted in inappropriate automatic mode switch and as a resolution the ra lead was capped and replaced on (B)(6) 2024. No patient consequences were reported.